Event description:
It was reported that a pin was broken of the therapy cable and stuck in the corresponding therapy connector. The reported problem could disable connection of a known good cable to provide therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the facility biomed technical assistance and the therapy connector assembly part number info. Follow up with the customer confirmed that the device therapy connector was replaced to resolve the reported issue. The device has been repaired and returned to service for use.